Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during an unspecified therapeutic procedure, the ceramic insulation at the distal end of the resection sheath broke off and fell into the patient's body cavity. An additional procedure was required to retrieve the fragment. No further information was provided and the patient's current condition and outcome is also unknown.

Manufacturer narrative:
Device evaluation: the suspect medical device was not returned to the manufacturer for evaluation/investigation. Therefore, the evaluation was performed exclusively on the basis of the available information. Based on the information available, the exact cause of the patient¿s outcome and the reported phenomenon could not be conclusively determined and is being judged as unknown. However, the reported failure is a known error phenomenon and from olympus experience is typically caused by thermal and/or mechanical fatigue caused by wear and tear, possibly in combination with excessive force. It cannot be conclusively determined whether the insulating insert had already been pre-damaged before the incident occurred, whether the damage was triggered during the reprocessing cycle preceding the incident, or during the last procedure. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the inner sheath without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.